Manufacturer narrative:
Based on the information received at the completion of the clinical evaluation, clinical was unable to confirm the patient's urgent presentation of a type ii endoleak, rupture, coagulopathy, git bleed, blood transfusion, and death. No further information was provided. There was no device related issue rather, it was reported patient had type ii endoleak which was being monitored and it ruptured. Urgent presentation, rupture, blood transfusion and death could not be determined due to the lack of medical information. Reportedly, the patient refused treatment for the rupture and expired three days later. The devices remain implanted in the patient after expiration, and were not returned. No device evaluation will be completed. A review of the manufacturing lot confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Initial implant happened in (B)(6) 2017. The physician reports that the patient was being follow for a type ii endoleak. The patient presented emergently with a ruptured aaa and expired three days post rupture. Physician believes the cause of the rupture is retrograde type ii endoleak and at the time of the event the patient was also being transfused for git bleed and had very low platelets and fibrinogen.